Manufacturer narrative:
Device evaluation: the device was returned for analysis in unused conditions in original packaging. Visual inspection showed no discrepancies. Functional testing involved filling the cassette with water and connecting to a cadd legacy plus pump. No alarms were activated during the testing. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd medication cassette was not detected by the pump. Per reporter, this occurred immediately at times and at other times after several hours or a day. It was reported that a new pump did not resolve the issue. Per reporter no additional details are available. No adverse patient effects were reported.